Event description:
This lead was removed and replaced because of twiddler's syndrome. The lead was wrapped around the device. The hospital retained the device. Should more info become available, this report will be updated.